Manufacturer narrative:
(B)(4). Pump was received with no button response due to flattened escape, act, down and up buttons dome switch. Inspected j2/lcd connector and no unlocked connector noted. Pump had stripped battery cap coin slot, cracked case at display window corner, reservoir tube lip and minor scratched display window.

Event description:
The customer reported via phone call that their insulin pump's battery cap damaged. Customer stated they were going to change the battery but was unable to remove the batery cap even with the use of a large screwdriver. The customer¿s blood glucose level was 124 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.